Event description:
No green status indicator seen. Pad-pak removed refitted and device powered on and off. Red status indicator seen and 'device service required' prompt heard. No patient involved.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat¿ from heartsine technologies on the (B)(6)2018. Bt1 coin cell detached from negative tab weld, resulting in an rtc failure. The device had a reported fault of ¿device service required prompt and no green status led¿. This was due to an rtc error caused by the bt1 coin cell becoming detached from the negative tab weld. Information from the history log shows the device performed to specification from the 21st november 2018 to the (B)(6)2019, therefore the coin cell would have become detached after this date. Evidence on the base on the coin cell where it had detached from the welded metal tab would suggest there was poor bonding between the two, which may suggest a defective coin cell. This, along with an external force (e.g. Vibrations or light impact) may have caused the detachment of the coin cell, however, the investigation was unable to verify this by other means (e.g. Visible damage). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No green status indicator seen. Pad-pak removed refitted and device powered on and off. Red status indicator seen and 'device service required' prompt heard. No patient involved.